Event description:
It was reported that the device became stuck in the lesion. The target lesion was located in the left anterior descending artery. A 2.0 mm rotapro was selected for use. During the procedure, the burr catheter was advanced under dynaglide mode near the target lesion without resistance. When dynaglide mode was deactivated to initiate normal rotational operation using the advancer on/off control for lesion treatment, the system immediately exhibited a stall condition. The burr stopped rotating and became stuck, with no forward movement possible despite appropriate manipulation of the advancer. The device was withdrawn and replaced, and the procedure was completed using a different device. There were no patient complications.